Event description:
A report was received in 2001 that a memorylens which had been implanted in a pt's left eye in 2000 had developed a "diffuse punctate opacities on lens surface". This was first noted at the pt's exam on event date, and again at exam six months later. The pt's visual acuity, on the same day, exam was 20/70. Pt has a medical history of glaucoma, htn, gout and elevated cholesterol; presently on steriods (prednisone). The cornea was clear immediately post-implant; one day post-implant the cornea was cloudy: "cornea cloudy due to increased intraocular pressure, somewhat relieved by paracentesis". The surgeon feels this incident is not lens related, and the pt's progonsis was noted as "fair - may need lens exchange".